Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure of the lithotripsy, the subject device was used. It was reported that the physician tried to crush the calculus with the subject device, but the subject device could not crush the calculus and the subject device was incarcerated. The physician tried to crush the calculus with the emergency lithotriptor, but the physician could not crush the calculus because the physician was not used to using it. The physician performed the open surgery on the patient. It was reported that the patient was still hospitalized.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the occurrence date,it was found no irregularities. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the basket wire might be broken. The instruction manual of the device has already warned as follows; do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.